Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that a 3.5 x 23 mm xience and a 3.5 x 12 mm xience failed to cross the highly calcific lesion located in a tortuous right coronary artery (rca); however, a 3.5 x 18 mm xience did ultimately cross. Additionally, the 3.5 x 8 mm xience failed to cross and became dislodged in the pt's coronary; however, a 3.0 voyager was successfully used to retrieve the dislodged stent ultimately deploying it in the target lesion. No patient effects were reported. No additional event or patient info is available.

Manufacturer narrative:
Results and conclusion summation-potential causes for stent dislodgement may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, or interaction of the stent with the lesion, accessory devices and/or previously implanted stents. The failed attempts to cross the tortuous, highly calcified lesion resulted in the interaction of the stent with the lesion/anatomy and likely contributed to the stent dislodgement. It appears that the reported failure to advance and stent dislodgement are related to the circumstances of the procedure.